Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2012-02052/02053).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation confirmed enough force, as with reported patient fall, will lever the head from the liner.

Event description:
It was reported patient underwent bilateral hip procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to modular head dislocating from the bi-polar cup liner. It was reported that patient fell during rehabilitation. Bi-polar cup and modular head components were removed and replaced.